Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. No follow up was conducted as the consumer requested that the surgeon not be contacted. (B)(4).

Event description:
A consumer reported that seven years following bilateral intraocular lens (iol) implant procedures, she experienced halos in both eyes causing difficulty driving. She has also experienced blurry vision at all distances with the left eye only for the past two years. No follow up was conducted as the consumer requested that the surgeon not be contacted. There are two medical device reports associated with this patient. This report is for the left eye.